Event description:
It is reported that the patient attended clinic for routine follow up. The surgeon noticed on x-ray that the screw had fallen out of the femoral component and that the axle has partially back out.

Manufacturer narrative:
This report will be amended when our investigation is complete.